Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low shock impedance measurements of 22 ohms when a 10 joule commanded shock was given. Another commanded shock was administered with the same result. The x-ray revealed that the system was in a good position. It was further noted that the experienced difficulty inducing the patient. A new electrode was placed and the shock impedance measurement was 24 ohms. A new s-ICD was placed and the shock impedance remained 25 ohms with the commanded shock. They continued to experience difficulty inducing the patient. The first s-ICD and electrode were attempted and not implanted while the new s-ICD and electrode remained implanted with the low shock impedance measurements. No adverse patient effects were reported.